Manufacturer narrative:
Device remained in patient. This is a final report.

Event description:
A report was received that the patient's ipg felt loose in the pocket. The physician confirmed that the ipg twisted in the pocket. The patient underwent a pocket revision. The patient was reportedly doing well.